Manufacturer narrative:
On 12/17/2018, mentor became aware that the capsular contracture was a baker grade ii. On 12/21/2018, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered three rents on the posterior aspect measuring < 0.1 cm within a crease (a); 0.2 cm (b) and 0.3 cm (c). Microscopic examination of the edges of the rents b and c gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) for the lot number 6931184 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 11/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate profile 425cc saline prosthesis, catalog: 3501670, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline prostheses experienced deflation on the left breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with similar mentor smooth round moderate profile 425cc saline prostheses (filled to 500cc) on (B)(6) 2018; catalog # 3501670, s/ns (B)(4) (l) and (B)(4) (r). Capsular contracture on the left breast was discovered during replacement surgery. The right implant was found to be intact. The patient tolerated the procedure well.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).